Event description:
It was reported this balloon ruptured at an unknown pressure following a successful arteriovenous fistula dilatation procedure. Following balloon rupture, it was indicated a very small piece of the balloon material detached and remained in the pt. Due to the size of the detached material, no retrieval attempts were made. The pt's condition is good. The device is currently being evaluated by this MFR. A supplement will be forwarded following the completion of the engineering eval. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co believes these factors may have contributed to this event. However, without evaluating the device co is unable to determine the cause of this event at this time. Directions for use state: "the rated burst pressure should not be exceeded. Inflation in excess of rated burst pressure may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."